Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 11/7/2016. Date of follow-up report: 11/15/2016. Visual inspection of the incident device found the ptfe insulator to have disengaged. The blue heat shrink insulation had scratches in it and the blue hard plastic insulation had several gouges in it. The tip showed signs of heavy wear. The investigation identified the root cause of the reported event to be attributed to user damage. The instructions for use state cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure part of the insulation became disengaged. Nothing fell into the patient. There was no patient harm. A new device was used to continue the procedure.